Event description:
It was reported that a patient's lead "snapped off" when they had their device removed, and a portion of the lead and electrodes were left in the foramen. MRI compatibility guidelines were reviewed to determine if the patient could still have a head MRI. No additional information was reported.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unkown, product type lead. (B)(4).